Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/13/2024 it was reported by a sales representative via phone that an ar-3770sp hybrid knee fibertak anchor had an issue during an mpfl reconstruction procedure on (B)(6) 2024. When drilling before insertion, the drill was cycled multiple times but it had a hard time going in, and the anchor shaft bent, so the device could not be implanted. The anchor and the anchor shaft were removed from the patient in one piece and nothing broke inside the patient. A drill caddy was opened, and a bigger drill was used to widen the existing hole for the insertion of a new implant. Another ar-3770sp hybrid knee fibertak anchor with the same lot number was to complete the case successfully with no harm to the patient. A 5-minute case delay was reported, but no additional anesthesia was administered. The complaint device was discarded, and no pictures were taken. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.